Manufacturer narrative:
We have received no additional details regarding this event after numerous follow up attempts. We do not know any event or product details.

Event description:
We received a report, via e-mail, that a patient death occurred. The patient was using one of our advantage beds with a 3-position pivot assist device. The reporter stated that the bed did not cause the death but did contribute. After numerous follow ups, we have not been able to collect any additional information on the event (product or how it happened).